Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that vial adaptor - cannot or difficult attach vial adaptor to syringe

Manufacturer narrative:
It was reported by customer that vial adaptor - cannot or difficult attach vial adaptor to syringe. One glass syringe, 1 vial access device and 1 empty medicine vial (without powder) was provided for quality evaluation. Sample was inspected by bd personnel with a microscope and no damage was observed in the vial access device. There were no issues on the treads, no issues on the piston, and no short shot, fuorosilicone is observed in the pieces received, (that assure a proper functionality). After the sample was inspected, a functional evaluation was performed to the sample to try to replicate the failure mode reported by customer. As part of the functional evaluation the glass syringe was connected to the vial access device and tested, the liquid flowed correctly, no leak was observed during the test. Root cause of leakage in vial access device could not be determined since the failure mode was not replicated. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.